Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts on the distal portion of the crimped stent were distorted, damaged & stretched distally out over the distal tip of the device. This type of damage is consistent with the incorrect removal of the stent protector from over the crimped stent. The stent was not detached from the balloon and the proximal end was secured to the balloon. The bumper tip profile of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Clear crimp markings were evident along the exposed distal portion of the balloon which suggests that a secure crimp was achieved between the stent and the balloon surface. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the stent moved on balloon. During preparation of a 2.50 x 12 synergy¿ drug-eluting stent, it was noted that a big part of the stent was hanging loose outside the body of the balloon. No patient complications were reported.

Manufacturer narrative:
(B)(6). Device is a combination product. (B)(6).

Event description:
It was reported that the stent moved on balloon. During preparation of a 2.50 x 12 synergy¿ drug-eluting stent, it was noted that a big part of the stent was hanging loose outside the body of the balloon. No patient complications were reported.